Event description:
No additional information provided.

Manufacturer narrative:
"1. DHR/bhr review: (1) the complained products is 22g, assembled in suzhou plant, packaged and sterilized in tuas plant, singapore; the assembly batch number of this batch products is 2339092; assembled on 2021/12, with a total of (B)(4) pieces in this batch; (2) inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. No samples or pictures were returned,the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the specific location and situation of the leakage cannot be confirmed. Therefore, the root cause of the complaint defect cannot be determined. The factory will continue to pay attention to and monitor the trend of the defect complaint."

Event description:
It was reported that bd pegasus bl 22ga x 1.00in qsyte-cap y leaked blood. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, in the gynecology inpatient department, in the morning, the nurse placed a closed needle-stick-proof intravenous indwelling needle on the patient for intravenous infusion. During the infusion process, blood leakage was found at the extension tube of the indwelling needle, and it was removed immediately and explained to the patient. A new indwelling needle was inserted, and no bleeding occurred.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.